Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated foreign material on set screw. The returned device indicated a loose/detached set screw. The returned device indicated a set screw with a rounded socket.

Event description:
It was reported that during implant the physician was unable to tighten a setscrew on the cardiac resynchronization therapy defibrillator (crt-d). A replacement device was chosen and implanted. No patient complications have been reported as a result of this event.